Event description:
It was reported that the baclofen pump never worked. The pump was implanted in 2008 and explanted in 2009. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type catheter. (B)(4).